Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had bed sores under the electrodes on the right side due to being bedridden. The sores were reportedly open and bleeding. The patient's nurse gave the patient cream. Follow-up indicated that the sores had improved.